Event description:
Echelon stapler (ref (B)(4)) would not fire when used. Device lot#n92704, exp 6-30-2019. Stapler load in use was a green load ref (B)(4), lot m4j94m, exp 11-30-2018. Device was replaced, and surgery proceeded. Device checked by hospital clinical engineering and found the battery low voltage (5.71 volts).